Event description:
The box was opened for a 18 french gore dryseal flex introducer sheath, when the box was opened a 16 french device was found. Manufacturer response for flex introducer sheath, gore dryseal flex introducer sheath (per site reporter). The sales representative for our area was made aware.